Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the all buttons of the insulin pump was unresponsive or had intermittent response. Customer reported that they trying to press ok when they received any alert. Customer¿s blood glucose level was 13.3 mmol/l. Customer reported that number was not ramping and scroll bar was not moving without input. Customer reported that they able to clear the alarm but they need to press button again several time before responding. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing was seen when programming a basal due to functional keypad.